Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that they discovered the day before this report that the patient had high impedances on all combinations involving contact #7. The patient is programmed on 6+, 5- and has not used #7. There had been no change in therapy. The patient is reportedly an end stage parkinson¿s disease patient. A call your doctor message was seen on the programmer, but the error code and date of the code being seen was unknown. It was noted the patient would be advised to write the error code down if it happened again. The patient was reportedly compulsive about checking the ins to make sure it is on. The hcp could not find the impedance report on the clinician programmer, but thought it was due to not waiting long enough when shutting off the programmer after exiting the programming session. No medical symptoms were reported. No further complications are anticipated. The patient's indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.